Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: review of the black box data revealed unexplained power on reset records. On investigation, the battery compartment was intact and without damage. No moisture or corrosion was found inside the battery compartment. A battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation and secured properly to the pump. On investigation, the pump powered on with functioning audio tone and vibration and a fully illuminated display screen. Investigation did not duplicate the alleged ¿no power¿ issue. The pump was exercised for 24 hours without any interruption in power. There was no evidence of internal moisture or damage. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.